Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the root cause was determined to be use error, the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during drain 3 of 4. The technical service representative (tsr) reviewed the alarm log and found a previous system error 2240 (air in line). The tsr explained the alarm. The home patient (hp) was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient line extensions were being used. The patient line had not separated from the transfer set, and the patient had not pressed go prior to connecting. A dummy tummy was not in use. The supplies were not damaged by an outlet port clamp or assist device. The hp had disconnected during dwell without pressing stop, and had reconnected. Proper disconnect procedures were not used. Proper procedures were reviewed, the tsr explained how to disconnect during therapy, and assisted to retrieve the cassette. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.